Event description:
The customer initially reported that their device was showing its attention icon. After an evaluation of the device, it was observed that the device did not have sufficient power available to stay power on for delivery of effective defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control observed that the lid had a broken latch bar, which could lead to the device lid not being able to latch shut. It was also observed that a hlc battery, designator bt1 from the analog pcb assembly had been damaged due to repeated device power cycles equaling 10.7 hours of on-time, which led to the remaining two hlc batteries becoming depleted. The bt1 hlc battery could no longer maintain a charge.